Event description:
During an incident in 2001 involving a patient with chest pains, this defibrillator was used with kendal monitoring pads and it prompted "timer failure" at turn on. The unit was turned off and back on and 3 times the unit prompted "timer failure". The patient was delivered to a hospital alive; the defibrillator did not compromise patient care. Later testing of the device by the customer found the unit no longer prompted "timer failure".